Event description:
The employee was taking instruments out of the cidex plus solution when the solution splashed in their left eye. The employee was not wearing eye protection at the time of the incident. The employee flushed their eye with water for 5 minutes. They were seen by a doctor, who prescribed medication for their eye. At a follow-up visit, the doctor stated that there was no scratching or damage to their eye.